Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth crumbling"), tooth loss ("falling out of my mouth") and dental caries ("tooth cavity"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, tooth fracture, tooth loss and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth fracture and tooth loss to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: teeth crumbling, teeth falling out of my mouth, tooth cavity. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain I have until I had a hysterectomy') and ventricular tachycardia ('ventricular tachycardia ') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crumbling/2 partial top and bottom"), tooth loss ("falling out of my mouth/ lost 9 teeth"), dental caries ("tooth cavity") and ventricular tachycardia (seriousness criterion medically significant). The patient was treated with surgery (cardiac ablation and complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, tooth fracture, tooth loss, dental caries and ventricular tachycardia outcome was unknown. The reporter considered dental caries, pelvic pain, tooth fracture, tooth loss and ventricular tachycardia to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event ventricular tachycardia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain I have until I had a hysterectomy') and ventricular tachycardia ('ventricular tachycardia ') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ventricular tachycardia (seriousness criterion medically significant), tooth fracture ("teeth crumbling/2 partial top and bottom"), tooth loss ("falling out of my mouth/ lost 9 teeth"), dental caries ("tooth cavity") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (cardiac ablation and complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ventricular tachycardia, tooth fracture, tooth loss, dental caries and amnesia outcome was unknown. The reporter considered amnesia, dental caries, pelvic pain, tooth fracture, tooth loss and ventricular tachycardia to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. New event added: memory loss or short or long term: yes . Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain I have until I had a hysterectomy') and ventricular tachycardia ('ventricular tachycardia ') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ventricular tachycardia (seriousness criterion medically significant), tooth fracture ("teeth crumbling/2 partial top and bottom"), tooth loss ("falling out of my mouth/ lost 9 teeth"), dental caries ("tooth cavity") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (cardiac ablation and complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ventricular tachycardia, tooth fracture, tooth loss, dental caries and amnesia outcome was unknown. The reporter considered amnesia, dental caries, pelvic pain, tooth fracture, tooth loss and ventricular tachycardia to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain I have until I had a hysterectomy') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth crumbling/2 partial top and bottom"), tooth loss ("falling out of my mouth/ lost 9 teeth") and dental caries ("tooth cavity"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, tooth fracture, tooth loss and dental caries outcome was unknown. The reporter considered dental caries, pelvic pain, tooth fracture and tooth loss to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: the previously reported event 'medical device removal' was replaced with pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.